Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h10. A getinge field service engineer was dispatched to evaluate the unit and could not duplicate the error, however, error code #43 was found on (one instance) indicating the module failure message. The fse found that the module and connector were very dusty internally and cleaned them. It was also found that one of the serial connections within the module was not fully seated into the connector and was reseated. A full systems test (calibration, safety, functionality, and pm protocol) was performed to factory specifications. The unit was returned to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed fiber optic module failure while trying to initiate pump on the patient. The customer switched to a different cs300 iabp and it successfully initiated and ran. There was no patient harm was reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated data: a2, a3, a4, b4, g3, g6, h2, h10.

Event description:
N/a.